Event description:
It was reported that the patient's battery and extension were removed due to an infection on (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type programmer, patient product ID 37085-60, lot#, serial# (B)(4), implanted: explanted: 2012 (B)(6), product type extension. (B)(4).